Event description:
It was reported that the programmer was taking too long to boot up. The programmer will be returned for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a long boot time and the software was reloaded to resolve. Analysis also found that the disk drive would not read disks and that there were broken tabs on the power cord bay door, that three hinge plate screws were missing, the keyboard latch was broken, the programmer had a broken lower case and that an error was noted in the "get logs" file and the link electronic module board was recalibrated as a preventive measure in response. All found defective parts were replaced. Concomitant product: product ID 229047, software analyzer. (B)(4).